Event description:
It was reported that after implantation of the intraocular lens (iol) the haptic broke, therefore, the iol was removed during the same procedure. The incision was enlarged, however, there was no sutures or vitrectomy required. No medication was needed. There was a 20 minute delay in procedure. No further information is available.

Manufacturer narrative:
Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number:(B)(6). Section h6: health effect - clinical code: 4581 incision enlarged. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.